Manufacturer narrative:
The customer reported to the remote service engineer (rse) that the screen was black on the display. The customer also informed the rse about possibly having the original hydis liquid crystal display (lcd) and needing to have the second-generation lcd upgrade. The rse advised the customer that the v60 user interface (ui) printed circuit board assembly (pcba) and 6 parts that are required to update the hydis lcd to a second-generation display are on backorder. A field service engineer (fse) was dispatched onsite and upon arrival, the fse confirmed that although the touchscreen was working, the backlight was out. The fse advised the customer about not being able to get the parts as they are on backorder. No work was performed by the fse. The repair for this device cannot be conducted at this time due to a backorder status of parts needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted.

Event description:
Philips received a complaint by the customer on the v60 indicating that although the device turned on and cycled during setup, the display was black, and parameters were no visible on the screen. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the display was blank. The rse felt that the customer may have the original hydis liquid crystal display (lcd) and needed to have the second generation lcd upgrade. A field service engineer (fse) was dispatched for onsite service and repair. The investigation is ongoing.